Event description:
It was reported to ventec that the device's breath rate was not as expected. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it having an unexpected/unstable breath rate could not be confirmed or duplicated. Proper device operation was observed through functional and performance testing. The cause of the report issue could not be determined.